Event description:
It was reported that the patient was no longer getting stimulation coverage due to lead migration. The patient underwent a revision procedure wherein the leads were repositioned. The patient was doing well postoperatively. The explanted ipg was not returned as it was discarded by the medical facility.

Manufacturer narrative:
Date of event: exact date unknown, event occurred after the ipg replacement procedure on (B)(6) 2021. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 13721214.